Event description:
It was reported that the patient was in the emergency room and felt that his pump was not working as there was a change in therapy effect. The health care provider tried to give a bolus, but the patient felt nothing. There was no error noted on the screen and it appeared as though the bolus went through. The personal therapy manager (ptm) was used to check the pump status and it showed ¿ok.¿ the patient had not heard any pump alarms. The reporter did not have a physician programmer to check the pump and was unable to reach the managing physician. This device system delivered fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID neu_ptm_prog; product type programmer, patient. (B)(4).